Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: while opening a box of cement a hair was noticed inside the packaging of the monomer. A new package was used and there was no delay of case. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found a hair inside the packaging. A manufacturing record evaluation was performed and no non-conformances or manufacturing irregularities were identified that would contribute to the reported allegation. However, a nr has been raised for further investigation details. A definite root cause cannot be established at the moment. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depuy cmw 2 20g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue was addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: (B)(4) has been created by j&j medtech orthopedic quality management system to address the current complaint condition. Device history review: (B)(4) has been created by j&j medtech orthopedic quality management system to address the current complaint condition. H11 additional narrative: corrected: d3, g1 (manufacturing site name), h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while opening a box of cement, a hair was noticed inside the packaging of the monomer. A new package was used and there was no delay of case. The procedure was successfully completed. There was no patient consequence.